Event description:
While using the laparoscopic ethicon powered stapler for the laparoscopic appendectomy, stapler was stocked up with the patient's appendix. Stapler description: stapler echelon 45 power lot # a98e64 exp.date: 2028-06-30; ref# (B)(4).